Manufacturer narrative:
Unfortunately, no used or unused devices were returned to unomedical a/s. Due to the fact that no lot number was available the retained samples from the reserve lot could not be tested. If we receive the used device we will test and evaluate and if the result requires a follow up report we will re-open the case and a follow up report will be submitted. Uf/importer reporter# changed from 3003442380-2011-00017 to 3003442380-2011-00020 after request from FDA.

Event description:
(B)(6) passed away on or about (B)(6) 2009. Reporter stated that (B)(6) received a in-appropriate and in-correct amount of insulin which resulted in her passing out and falling and striking her head with sufficient force to cause her death. (B)(6) was a resident of (B)(6).